Manufacturer narrative:
This information was reported with importer report number: (B)(4) on nov. 04, 2020 as a follow-up to medwatch importer report for this importer report number: (B)(4). The device was returned to the manufacturer. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. The go-no go test confirmed the absence of dimensional irregularity. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device. The root cause of the reported perivalvular leakage has to be reasonably linked to an incorrect valve positioning or, more likely, to an under-sizing of the implant, as indicated by the customer in the case history. This conclusion is consistent with the initial report.

Manufacturer narrative:
Based on the comments from the pre-operative CT and given the case description there were no device related issues identified and the root cause of the event is attributable to a procedural undersizing and patient factors. As such no further investigations will be performed.

Event description:
On (B)(6) 2020 a patient received a perceval pvs23 as aprt of an avr. During the operation, the size was reported a being between a perceval l or m, but finally size m was chosen according to the instructions of the procter. After declamping, lcc-rcc commissure showed pvl, from trace to mild, but surgery was completed without reblocking. At the post-operative follow-up, pvl exacerbation was gradually confirmed, and the valve was replaced with a conventional valve. There was a gap between rcc-lcc commissure and perceval when aorta was actually opened. Due to the adhesion of perceval inflow ring, there was some difficulty in removing it. The conventional valve that was placed after explant of the perceval is the edwards magna size 25 mm. The doctor's comment was that even the magna 25mm had plenty of room, so it was probably due to a slight undersize of perceval. It was said that the subvalvular tissue was soft and the annulus was also soft. At preoperative CT check it was identified the patient had a membranous septal aneurysm. It is possible that perivalvular regurgitation was exacerbated by such anatomical features.